Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-apr-23. It was reported that the patient felt much better after having the implantable neurostimulator (ins) was removed but the cause of the symptoms was not determined. Regarding the leads remaining in the patient, the patient noted that the doctor left them implanted because they were too imbedded to take out. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# v047365v02, implanted: (B)(6) 2009, product type: lead; product ID: 3888-45, lot# v177972, implanted: (B)(6) 2009, product type: lead; product ID: 3888-56, lot# v235896, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for arachnoiditis and lumbar radiculopathy. It was reported that the patient¿s implantable neurostimulator (ins) was bothering her and they were in ¿real bad pain¿. In result, the ins was removed, and the leads were left implanted because they were grown over the patient¿s muscles. The patient noted that they were told by their healthcare provider (hcp) that it was too much trouble to remove the leads. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.